Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom.

Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. On 11-jun-2024, it was reported that the patient faced infusion set got detachment from set tubing from the tubing connector. The patient reported that there was not stress or pull on the tubing and pump was dropped with the set connected to their body. The infusion set was in use for two days. No further information available.